Event description:
It was reported that the unit alarmed ¿malfunction¿ while in use on a patient and automatically shut down. The carina stopped ventilating. There was no adverse event to the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit alarmed ¿malfunction¿ while in use on a patient and automatically shut down. The carina stopped ventilating. There was no adverse event to the patient reported.

Manufacturer narrative:
The reported information, the provided log file and the service reports were analysed. The logbook does not show any error on the day of the reported event ((B)(6) 2021). However, the logbook shows several error codes on 12/15/2021 for a faulty blower and pressure sensor, which can be related to the reported event. During a visual inspection it was found that the blower has some leak seal around the joint. Therefore, it can be concluded that the root cause of the error codes could be traced to the valve assy cvi sc and the flow resistance o2. In case of a blower malfunction, the device switches into patient safe mode which means that the emergency breathing valve is opened to allow spontaneous breathing of the patient. This device behavior could be seen in this case in the log file. In case of an isolated pressure sensor fault, the device switches to rescue ventilation and alarms accordingly. Rescue ventilation is a pressure-controlled ventilation mode with reduced quality. A faulty pressure sensor may also lead to the failure of the blower as it is used to measure the turbine rotation speed. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the technical alarm ""blower defect"" will be reported and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm ""device failure !!!"" Will be generated. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device behaved as specified by switching into patient safe mode. The device has been repaired successfully. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit alarmed ¿malfunction¿ while in use on a patient and automatically shut down. The carina stopped ventilating. There was no adverse event to the patient reported.